Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. During visual examination, the advancer knob was locked in a backward position, it was loosened and advanced in order to inspect the handshake connection. The handshake connection was inspected and no damage was noted. The device was wet tested. The brake defeat button was tested and no issue was noted. The guidewire did not move. The brake defeat feature was de-activated, and the guidewire could be removed from the device. No issue was noted with the brake of the returned unit. The complaint rotablotor system was able to reach an optimum speed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as: 2134265-2014-06355. It was reported that the brake defeat malfunctioned. The target lesion was located in the left main artery. Two rotalink¿ advancer was used for rotablation. During procedure, the device was connected with the system and the rotation speed was set outside of the patient's body. The wire was spinning outside at the back end of the rotablator advancer. The brake inside the advancer was not engaging as they did not have the wire clip on which was supposed to stabilize the wire. The physician grabbed another advancer and the same thing happened. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2014-06355. It was reported that the brake defeat malfunctioned. The target lesion was located in the left main artery. Two rotalink¿ advancer was used for rotablation. During procedure, the device was connected with the system and the rotation speed was set outside of the patient's body. The wire was spinning outside at the back end of the rotablator advancer. The brake inside the advancer was not engaging as they did not have the wire clip on which was supposed to stabilize the wire. The physician grabbed another advancer and the same thing happened. The procedure was completed with another of the same device. There were no patient complications reported.